Event description:
A customer reported a malfunction on their pump, which did not cause any adverse impact to their blood glucose level. Technical support assisted the customer by providing pump reset information and guided them through resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared.